Event description:
The pump was returned for investigation. Investigation revealed that there was a power issue and scratched display lens. This report is made based on results of investigation completed on (B)(6) 2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: there were power on resets observed in the black box. No physical damage observed to the battery compartment or the returned battery cap; all threads are intact. The returned battery cap was able to fully tighten to the pump with no yellow o ring showing. A 1.0u/hr basal program was executed in the pump for a 24-hr duration period using the returned battery cap; no power interruptions or alarms were duplicated during this time. The pump passed a 29 hour flow accuracy test successfully. Investigators removed the pump cover; no evidence of loose components or moisture contamination identified inside pump. The power issue was confirmed in the black box but not duplicated during investigation. The display lens was found to be scratched.